Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined. However, the most probable cause of the damaged hf cable was likely attributed to handling. The instruction manual contains several warning statements in an effort to prevent damage to the cable: 1) before use, visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. 2) in order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur. 3) when used as intended this product is more or less subject to wear depending on the intensity of use. The hf cable has a restricted service life - do not use the hf cable after one year of use. In addition, the OEM performed a review of the device history records (DHR) for the concerned lot number and revealed there are no deviations regarding the function and safety of the device. If additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that the hf cable sparked and caught fire at the electrosurgical generator side during a transurethral resection of the prostate procedure. The user stopped the procedure, turned off the equipment and placed the plug side of the hf cable in water. The hf cable was then replaced with a similar cable and the procedure was completed. There was no patient or user injury reported.